Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure while removing the 24 fr sheath from the patient's right femoral artery, a tear at the right femoral artery occurred resulting in the need for surgical patching of the artery. The post surgical angiogram indicated a dissection and thrombus in the right common femoral artery. Flow was restored via balloon angioplasty of that area. The patient was stable post-procedure and transported to recovery per facility protocol. Per additional information received, the minimum luminal diameter (mm) for the vessel at the dissection site was 8.0mm, there was no calcification or tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In this case, the exact cause for the dissection cannot be determined. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. The minimum luminal diameter (mm) for the vessel was 8mm, and there was no calcification or tortuosity. The device history record (DHR) review of the effected sheath shows the device met specifications prior to distribution of the device. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Note: medsun mandatory and voluntary report form no. (B)(4) was received for this event.